Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It has been reported the pt has been without stimulation. The pt is having difficulty initiating a communication between the ipg and the charging system. It was also reported the pt has lost significant amount of weight. A replacement charging system did not resolve the issue. In order to resolve the issue, a surgical intervention is pending.